Manufacturer narrative:
(B)(4). The reported field event of a sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the sensing anomaly could not be determined.

Event description:
It was reported that very low sensing was observed with the new device during device replacement procedure. The merlin programmer was rebooted and the device was replaced. Programmer issue was suspected. Patient was stable.